Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion sets were not sticking well enough. This occurred with 6 infusion sets from the same box. The infusion sets were falling off from the patient's body. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test the returned infusion set because it had been used.